Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, a type 3a endoleak was identified on a computed tomography (CT). An intervention was completed. The physician elected to implant another iliac limb to resolve this event. As of the date of this report, there have been no additional patient sequelae reported. Additional information: the type iiia endoleak (aortic) complaint is confirmed from medical records only.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The type iiia endoleak (aortic) event is confirmed from medical records only. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined due to a lack of the relevant medical information. The final patient was reported being stable post the secondary endovascular procedure on (B)(6) 2020. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this event and similar events in the event further investigation is needed. Corrections: b5: describe event or problem; h6: result code: remove code 3233; h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, a type 3a endoleak was identified on a computed tomography (CT). An intervention was completed. The physician elected to implant another iliac limb to resolve this event. As of the date of this report, there have been no additional patient sequelae reported.